Manufacturer narrative:
Additional information: d9, g3, h2, h3. One viewflex xtra ice catheter was received for evaluation. Visual inspection revealed the distal tip of the catheter was kinked and fractured proximal to the distal tip. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the tip fracture remains unknown.

Event description:
Hold for kp 3.18 during an atrial fibrillation procedure, the tip of the catheter fractured during insertion into the sheath. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.